Event description:
A physician reported to a medtronic representative that, while in a spine procedure, a vertebral screw on the right side of the t-5 shifted from the vertebral body. The surgeon indicated there could be other non-navigation related issues causing the shift. The surgeon completed the procedure with the use of the navigation system. A revision surgery may be scheduled to correct screw placement. The surgeon reported the patient had not suffered any adverse effects. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The surgeon declined to provide patient identifier and age, referencing japan national privacy laws. A medtronic representative, following-up at the site, reported this stealthstation s7 system was used in another procedure without issue. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Additional event details: the type of procedure was a spine fusion t3-t5. The reference frame was attached to t5 when the screw was misplaced. Accuracy was checked before the screw was placed. The misplaced screw was the last screw placed and was discovered after the surgery. The amount of inaccuracy was not obtainable. The revision surgery was completed successfully with no patient impact. Correction: type of reportable event was inadvertently marked malfunction, corrected to serious injury. A system checkout was performed after the reported event and the system worked properly. A medtronic representative reported that inadequate pre-operative surgical planning may have contributed to the reported incident.